Event description:
It was reported that the t:slim x2 pump battery would not charge, and a power source alert was noted when the issue began. There was no reported impact to the customer's blood glucose level. The customer was using the correct charging equipment but declined a follow-up from technical support due to time constraints.